Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 07-nov-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving prialt of an unknown concentration at an unknown dose rate via an implantable pump for spinal pain. It was reported that the patient was scheduled to have an MRI because she has had headaches ever since the pump was put in. It was noted that the patient also gets routine MRI(s) to look for brain tumors. Magnetic resonance imaging (MRI) compatibility information was reviewed at the time of the report. No further patient complications have been reported as a result of this event. The patient was to follow-up with their healthcare provider to coordinate getting a company representative to check the pump post-MRI. No further patient complications have been reported as a result of this event. On 2020-mar-02, additional information was received from the healthcare professional (hcp). It was reported the patient had the MRI performed as planned. The cause of the patient's headaches was determined to be due to the implant of the pump and spinal fluid leak. The actions/interventions planned was a sphenopalatine ganglion block and a scheduled blood patch on (B)(6) 2020. The issue has not yet been resolved. The status of the current pump was "device seems ok".